Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report that defibrillator "failed to recognize ECG sync signal". There was no impact to the patient.